Event description:
The following literature was reviewed: title: evaluation of indications and outcomes of open conversion after evar authors: masato hayama, et al. Source: the japanese journal of vascular surgery (2025), vol 34 supplement, ro4-2. A review was conducted on 23 cases in which late open conversion (loc) was done after endovascular aortic repair (evar) at the reporting hospital between april 2011 and november 2024. A total of 527 evar procedures were performed during this period, and the loc rate was 4.5%. The stent grafts used in the loc cases included endurant (6 cases), gore® excluder® aaa endoprosthesis (7 cases, including 1 case with gore® excluder® iliac branch endoprosthesis [ibe]), afx (3 cases), zenith (5 cases), and aorfix (2 cases). The preoperative aneurysm diameter for abdominal aortic aneurysms was 55.8 ± 9.6 mm. The reasons for loc were stent graft infection in 3 cases, aneurysm enlargement in 18 cases, and stent graft (limb) occlusion in 2 cases. Among the 18 aneurysm enlargement cases, 10 were treated outside the device instructions for use (IFU). All 2 stent graft occlusion cases were also IFU-noncompliant. Two of the three infection cases required thoracoabdominal aortic graft replacement, while the remaining 21 cases were treated via median laparotomy. Among these, 16 underwent abdominal aortic graft replacement. Stent graft extraction (complete or partial) was performed depending on the case. Five aneurysm enlargement cases were attributed solely to type ii endoleak, for which ligation of the inferior mesenteric or lumbar arteries and aneurysmorrhaphy alone were performed. The 30-day mortality rate was 2 cases: one patient with stent graft infection who developed multiple organ failure, and one patient with low activities of daily living who died from septic shock secondary to aspiration pneumonia.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: evaluation of indications and outcomes of open conversion after evar source: the japanese journal of vascular surgery (2025), vol 34 supplement, ro4-2. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.